Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse. Allegedly, the pt experienced pain, injury and has undergone multiple surgical procedures, painful scarring, and worsening and continuing dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. Product was used for therapeutic treatment. Reason for mesh implantation: urinary incontinence postoperative complications: severe pain, urinary retention, incontinence, vaginal discharge, bowel obstruction, constipation, dyspareunia, and chronic recurrent vaginal or bladder infections, vaginal pain and wound healing problems. First mesh revision surgery: (B)(6) 2008: underwent incision release of bladder neck sling graft and cystoscopy for urine retention, status post bladder neck sling suspension under general anesthesia. Following mesh revision surgery, patient developed complications such as urinary obstructive symptoms, recurrent urinary tract infections, retention of urine of more than 9 ounces, and pelvic pain on walking and activity, incomplete bladder emptying, severe vaginal pain and also dyspareunia and per pfs suffers from urinary and vaginal infections, urinary incontinence and chronic vaginal discharge. Second mesh revision surgery: (B)(6) 2009: underwent extensive transvaginal urethrolysis and advancement of vaginal flap for urinary obstruction and pelvic pain due to complications of prior sling procedure (porcine obturator sling) under (unknown) anesthesia. Third mesh revision surgery: (B)(6) 2010: underwent extensive transvaginal urethrolysis and advancement of vaginal flap for severe pelvic pain post an obturator s ling, unable to walk, recurrent urinary tract infection, incomplete bladder emptying, severe vaginal pain and also dyspareunia under (unknown) anesthesia.